Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was reported that calcification was visible in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted in the right common femoral artery (rcfa) with three proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after deploying the foot the proglide sutures had not deployed. Suture placement was achieved using two proglide device in the left common femoral artery (lcfa). The arteriotomy was 6f. The sheath was upsized to a 17f in the lcfa and the aaa procedure was completed. Hemostasis was achieved in the rcfa using a non-abbott device. Hemostasis was achieved in the lcfa with the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the use of the preclose technique. No additional information was provided.